Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. The max p-wave amplitude is generally below 3 mv. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Since (B)(6) 2015, the atrial capture threshold was consistently at 2.5 volts. Analysis of the device memory indicated atrial undersensing information. Atrial undersensing due to small p-wave amplitudes was observed on stored electrocardiograms. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was suspected to have dislodged. The lead was showing no sensing in the bipolar pacing configuration and the lead's sensing had previously been decreased due to some previous undersensing episodes. The lead was undersensing and showing atrial and ventricular sensing signals. The lead was reprogrammed to vvir mode. It was further reported that the lead also had high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.